Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the arm, which is off label usage of the device, on 03/01/2022. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.